Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was observed during initial testing. However, the device was put through extensive testing, which included environmental and functional testing without duplicating the report. The pace/defib engine board, processor/bridge pace board, ECG board, and defib cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.